Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint airvo humidifier is not expected to be returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. It was returned to our french regional office where it was inspected and performance tested by a trained fph technician. Our investigation is based on the description of events and our knowledge of the product. Results: during performance testing the subject airvo operated correctly and no fault was found with the device. It has been returned to the hospital and put back into service. When questioned further, the hospital stated that they were not draining the breathing circuit of condensate. The hospital is a fairly new user of the airvo/optiflow system. Following purchase of the optiflow systems an fph representative provided in-service training on (B)(4) 2014. Upon receipt of this complaint, an fph representative visited the hospital again on (B)(4) 2014 and provided additional training and guidance on condensate management. Conclusion: the hospital had further stated that an air conditioner was operating in the room. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Excessive draught produced by a draught from a fan or air conditioner can cool the breathing circuit and lead to the formation of condensate. Our user instructions that accompany the airvo humidifier provide the following guidelines: do not use the unit when the room temperature exceeds 30 degc (86 degf) or is below 10 degc (50 degf) as the unit may switch off. Humidity output will be compromised below 18 degc (64 degf) and above 28 degc (82 degf). If excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber. The 900pt501 breathing circuit is expected to function correctly if the user instructions are adhered to. It appears in this instance that the user instructions were not followed correctly. The user instructions state the following: drain condensate from the heated limb and interface periodically. Do not place the airvo humidifier in a position that is higher than the patient. Since this incident we have not received any further reports for condensation issues from the ch henri mondor.

Event description:
A hospital in (B)(6) reported that the oxygen saturation of a patient dropped progressively to 60% while using an optiflow system with an opt846 nasal cannula and a pt101 airvo 2 humidifier. The patient was then intubated. Hospital staff noticed a large quantity of water in the interface and during intubation the doctor found water in the patient's throat. No further patient consequence was reported.